Event description:
It was reported that during the percutaneous coronary intervention, balloon rupture occurred. Vascular access was obtained via radial artery. The eccentric, de novo target lesion was located in the mildly calcified and mildly tortuous unspecified coronary vessel. A 2.25 mm x 15 mm apex balloon catheter was advanced for predilation and the balloon was inflated but ruptured on the first inflation at 10 atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).